Event description:
Information received indicates the bed has no head or head hi/low up function.

Manufacturer narrative:
The technician found worn seals on the valves. He replaced the head and head hi/low up valves and valve guide tubes to repair the bed.